Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. Due to the high blood glucose level the customer was causing the blood in his brain to swell and causes mini strokes which are causing short term memory loss. The customer¿s blood glucose level at the time of the incident was 582 mg/dl. The customer¿s current blood glucose level was 380 mg/dl. Customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.